Manufacturer narrative:
Received one miller balloon atrioseptostomy catheter was received inside a shipping tube with the shrink seals still intact. The evaluation included visual examine, and note any observed abnormalities such as damaged, incorrect or missing components. The balloon and balloon windings/bonds were visually inspected for indication of damage or abnormality and there was no damage found. The shipping tube was found to have a bond separation between the clear adaptor and the gray tube. Adhesive is visible on both bond sites. The shrink seals are still attached, one at the clear adaptor cap and the other around the dfu. When the catheter was pulled out of the tube, it was found to be in good condition. Although the complaint was confirmed, there is no evidence of a manufacturing defect. Actions were previously opened to address this complaint, no additional actions will be taken at this time. A device history record review was completed and documented that the device met specification upon distribution.

Event description:
It ws reported that the catheter was received in the radiology cath laboratory with the packaging seal broken. The product was therefore not sterile and could be used. There were no patient complications.